Event description:
A malfunction alarm with malfunction code 16 was reported, which the customer experienced on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, although the malfunction recurred. Consequently, technical support arranged for the pump to be replaced. The customer was instructed to return the faulty pump within 10 days and to switch to multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.